Event description:
During the one month post implant follow-up of the device involved in this report, the ventricular coil impedance was intermittently abnormal.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the united states. Review of the electronic data and files received. Results and conclusion: no update was provided after recommendation. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. (B) (4).